Event description:
It was reported small battery drive was functioning intermittently. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The device history record indicates that the manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue.(B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis. The additional evaluation reports that the reporters complaint of intermittent operation could not be confirmed. The device was tested and the complaint was not duplicated. However it was noted during pre repair evaluation that the device was making loud sound and release lever was sticky. Evidence indicates this is due to usage wear over time.